Event description:
The rep reported the device was used during colon resection. It was reported the tlc55 was fired once and "after reloaded it lockout and would not advance." They tried another reload and it still would not work. Another tlc55 was opened to complete the case. There was no consequence to the patient.